Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 14, 2007, the lay-user/reporter contacted lifescan wanted help performing a blood glucose test on a one touch ultra meter. The patient informed the medical affairs specialist (mas) that he was supposed to be testing 4 times a day. The patient explained that he had been unable to test with the reported meter since one days earlier, the day before the event. During the two days that he was unable test, the patient continued to take his "70/30" insulin as prescribed. He takes 70 units before breakfast and 40 units before bedtime. The patient explained that whenever, he tried to test his blood glucose, the meter kept showing results such as "97 mg/dl." The reporter mentioned that the patient had gotten up at around 8:00am one day later, ate breakfast, and went to a doctor's appointment at 11:30am. Prior to eating breakfast, the patient took a prescribed dose of 70 units "70/30" insulin. He had tried to test his blood glucose that morning, but was unsuccessful. After he came home from the doctor's appointment, the reporter found him sleeping in his car. After the reporter was able to get the patient into the house, she started searching for candy to treat him. At that point, the patient had wandered back outside and fell asleep on his neighbor's porch. The reporter was able to get him back into their house, but he fell asleep again. The reporter then called lifescan to get assistance with testing his blood glucose. She did not know how to test the patient's blood glucose with the reported meter. The cca was unable to walk the reporter through a successful blood test. The meter kept showing the flashing "apply sample" symbol. She was able to arouse the patient during the call, but could not keep him awake long enough for him to test himself. The reporter disconnected the call and called for the paramedics. A follow-up call with the patient revealed that the paramedics were contacted. They tested the patient's blood glucose using an unidentified device and got a result of "20mg/dl." He was treated with "glucose" but was not taken to a hospital. He could not remember any further details of the event. During the call with the mas, it was determined that the patient was pressing the "m" button prior to performing a blood test. Also, the patient was inserting the wrong end of the test strip into the meter. The mas was able to walk the patient through a successful control solution test and blood test using a backup one touch ultra meter. The meter, test strips, and control solution were replaced. Although the patient was not using a correct testing technique during the time of concern, this complaint is being reported due to the following conclusion: the patient alleged that he was unable to test his blood glucose for 2 days, developed symptoms suggestive of hypoglycemia, got a blood glucose result of "20mg/dl" from the paramedics, and received medical treatment to raise his blood glucose.